Event description:
It was reported that the iab was inserted into the patient without utilization of a sheath, blood was seen entering the balloon. The iab was removed and replaced with no patient complications.